Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side "ruptured, capsular contracture 3~4" confirmed by ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side "ruptured. Capsular contracture 3-4". Confirmed, by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, three openings on anterior and radius side assessed, as surgical damage. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: crease is observed. No further actions are required, since no issue in the manufacturing of the device is observed.